Event description:
The dental implant fx4010swc was removed on (B)(6) 2018 due to failure to osseointegrate within 26 days after implantation. The doctor noted local infection during the surgery. The patient has medical history of diabetes. The patient has recovered without complications.